Manufacturer narrative:
(B)(4). Indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or separations from this lot. It was reported the guide wire was used to implant a pacemaker. It should be noted the hi torque guide wires instructions for use (IFU) intended use section states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear that the use of the pacemaker contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an electro-physiology procedure of the middle cardiac vein off the coronary sinus with mild tortuosity and no significant calcification, the whisper guide wire was being used during the procedure and detached in the anatomy. The left ventricle (lv) lead was inserted over the guide wire; however, during removal of the guide wire under fluoroscopy, the tip was noted to have detached and remained inside the coronary sinus branch. A second physician attempted unsuccessfully to snare the guide wire fragment. The patient was discharged on post op day 1 in stable condition. No additional information was provided.